Manufacturer narrative:
Reason for reoperation: malposition and migration. Follow-up is not possible with the initial reporter, therefore additional event, product, and/or patient details are not attainable.

Event description:
Healthcare professional reported "device migration/implant malposition, correction of asymmetry" via national breast implant registry. This record is for the left side. The device has been explanted and replaced. It is unknown if the device will be returned.